Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - upon reception, the subject smarttouch tablet was tested and the reported behavior was not reproduced: normal device functioning was observed and the reference telemetry head was successfully initialized. No error message appeared on the programmer screen and a test pacemaker could be correctly interrogated. - based on available data, no anomaly is suspected on the subject smarttouch tablet. - the tablet followed the normal repair workflow (including a re-ghost to restore its initial configuration) and was sent back to the field.

Event description:
Reportedly, the error message 'error ¿ change/reposition the programming head' repeatedly appears on the programmer screen during each follow-up. The CPR 3h was changed, but the same behavior was observed.